Event description:
On (B)(6) 2013, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on an unk date, the pt experienced occlusion of the left ipsilateral leg which led to left foot pain. The foot was also noted to be pale. The physician stated that the cause of the event was possibly due to a dissection in the aorta, with a small and large lumen. On (B)(6) 2013, the pt underwent a fem-fem bypass procedure. The pt tolerated the procedure. Further info was requested.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Images were sent to gore for analysis. Further info will be provided.